Event description:
It was reported that during a thr, while using the tip of the femoral head/neck impactor broke. Unknown how the procedure finished. Unknown if there is any harm to patient.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The clinical/medical team concluded, this case reports the tip of the femoral impactor broke during use. It is unknown whether there was a delay in the procedure, or if a backup device was needed. Photos of the impactor show the tip in two pieces, and broken off of the handle. The requested patient information has not been provided to date. Therefore, no further assessment is warranted at this time. A visual inspection confirmed the tip of the femoral head/neck impactor is broken off. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.